Event description:
This lead was intended for pt implant in australia. Intraoperative testing found invalid impedance measurements for several lead contacts. Efforts to overcome this issue via various troubleshooting methods proved unsuccessful. As such, a new lead was used to successfully complete the procedure, and no further impedance issues were noted. Although this mater resulted in an extended surgical procedure, no pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.